Event description:
It has almost been two years ago since I had a coloplast t-sling placed inside my body. I have had numerous problems in the past two years that I did not have prior to the surgery, which include severe pelvic pain, bleeding, inability to have intercourse with my husband without excruciating pain, nerve damage, and emotional distress. I had two doctors that performed my surgery, a gynecologist and an urologist. When I had to have a follow-up with these two doctors, neither doctor acted like they wanted to really listen. The gynecologist blamed my back and the urologist actually blamed the gynecologist. When I had my followup with the doctor that placed my sling in, he was really rude to me from the time he walked in to the room. I don't know why unless he realized I was having complications from the other doctor. He asked what seemed to be the problem and when I told him everything that was going on with me, he specifically said, "this has nothing to do with the procedure I performed or the sling that I put in, it has everything to do with dr (B)(6) (the gynecologist) and the procedure that he did." Then he walked out the room and left me in there and never even came back in. His name was dr (B)(6) and the ob doctor was dr (B)(6). I have never went back to either doctor again. I don't feel I can trust to see either doctor again because of their responses and neither one acknowledging; yes, there is a problem but no, we are not going to take any blame. I need help finding a followup doctor for care but I don't know who to go see. I do not trust to even go to see a doctor in either group. In the process of the past two years, I have wasted tons of money on things that are just not helping me. Since my surgery, I have diagnosed with pelvic pain, abnormal wbc's results, pelvic contractions, piriformis syndrome, sciatica, si joint injury. I have daily pain related to this surgery and I can't do any of the things I used to just two years ago. I don't know how this sling got passed through but it is a shame that it ever did. Oh, yes I do, it was a 510k money thing. Neither doctor told me of any complications that were being reported in 2011 which was a year prior to my surgery. I called the urologist's office prior to my surgery asking when my consult would be and the nurse told me that the doctor was not requiring me to have a consult, so I never even knew that a non-FDA approved sling was being placed inside of me. I never signed any forms from the urologist until they already started my drugs and were wheeling me back to surgery. I got called the afternoon before my surgery and was told I had (B)(6) in my urine and I asked how could that have happened and the nurse said "well, it is pretty common when you work in a hospital which was not even true." I used to work offsite from a hospital. I believe they were covering the fact that I probably got (B)(6) from the catheter that they put in during my urodynamics testing the month before surgery. I asked why I was just getting called at 3pm in the afternoon before surgery and she said she didn't know why but the doctor still wants to do the surgery and he will just double dose you on antibiotics. For my checkup, I asked if I could be tested to make sure the (B)(6) was all gone and the doctor ordered the test along with a few others but they drew my blood and the test was cancelled but never done. I believe that there is definitely negligence, false informing, and putting needs of the doctor's and manufacturer's in front of the patients overall well being when it comes to these sling cases that are being presented.